Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: (B)(6) 2020 was the date of the subdural hematoma after falling at home. The patient ultimately passed away on (B)(6) 2020.

Manufacturer narrative:
Additional information: b1, b2, b3, b5, h1.

Event description:
The patient passed away on (B)(6) 2019 from subdural hematoma as revealed by CT scan after falling at home. No further actions were taken with driveline/controller.

Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: review of the patient¿s submitted log files confirmed driveline fault alarms. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported cva and patient outcome could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2019 to (B)(6) 2020. The log files recorded numerous driveline fault alarms that appeared consistent with phase 2, which is redundantly supported by the driveline's black and brown wires. Of note, a controller exchange was performed on (B)(6) 2020 and the driveline fault alarms reappeared after the exchange. Stroke and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms, including driveline fault alarms, and the actions associated to resolve the alarms. The heartmate ii lvas IFU rev. C (document# 10006960) is currently available. Right heart failure is listed as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook (document# 10006962 rev. B) is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had multiple drive line faults that were noted upon interrogation but there were no alarms at home. During log file analysis, the drive line faults were confirmed. The controller was exchanged and the patient continued to have drive line faults. Upon analysis of the log files, it was believed that the drive line fault alarms were true. No further information was provided.